Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke. The procedure was completed using a bipolar device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device did not confirm a fiber break but did identify a distal circumferential fracture and a glue failure. Visual analysis identified the glass tip was protruding from the metal cap and the total internal reflection was misaligned with the firing window, indicating a glue failure occurred. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. Moderate debris adhesion was identified on the fiber tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break event. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The instruction for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device likely caused or contributed to the observed fiber damage, therefore a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke. The procedure was completed using a bipolar device without patient complications.